Event description:
Reporter alleged obtaining the results of 23 mg/dl and 81 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that he ate breakfast and took his insulin as normal. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.